Manufacturer narrative:
Ischemia is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00855. The device is implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery using penumbra coil 400 (pc400) coils. The procedure was successful with no complications. However, the next day, magnetic resonance imaging revealed small foci of silent ischemia in the left cerebral hemisphere of the patient. The relationship of the pc400 coils to the ischemia is uncertain; however the relationship of the procedure to the ischemia is definite.